Manufacturer narrative:
(B)(4) - undefined complications occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure in 2012 and mesh was implanted. The patient underwent partial removal of mesh in 2012. The patient has required two further surgical procedures due to complications. No further information was provided.